Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00862. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician attempted to retract the coil and it unintentionally detached while partially inside the px slim. Extravasation was observed and the physician placed 6 coils through another microcatheter. The detached coil was then pushed from the px slim into the aneurysm and the px slim was removed. Extravasation was still seen; therefore, six more coils were placed and the procedure was considered complete. Patient was well. Physician's comment: maybe a technical error.